Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient coded and expired. The target lesion was located in the left anterior descending (lad) artery. The physician used a 7fr ebu guide catheter and a csi viperwire guide wire to access the lesion. A csi orbital atherectomy device (oad) was loaded onto the wire and advanced to the site of the lesion, but not activated. At this point, the physician discovered an air bubble in the saline line and removed the oad in order to flush the air bubble. The patient's blood pressure then declined and developed pulseless electrical activity (pea). Additionally, no flow was observed the lad artery and the patient went into asystole. Cardiopulmonary resuscitation was initiated and the patient was defibrillated two times, but was unable to recover and expired. Additional information was requested, but will not be provided to csi by the facility.